Event description:
A van sonnenberg percuflex kit was used for therapeutic purposes on a patient. After placement, it was noted that food was leaking from connection point of the feeding pump. This was a result of the catheter being split at the proximal portion causing food to reflux back. No further information is available regarding this event. The user facility was unable to obtain information regarding the current condition of the patient or if any intervention was required.